Event description:
It was reported that (2) tsb35 devices were used during an operative laparoscopy bilateral salpingo-oophorectomy. It was reported by the rep that both linear cutters locked out after the 2nd firings. Another linear cutter was used to complete the case. There was no consequence to the pt.